Manufacturer narrative:
(B)(4). Several requests were made to the customer requesting the pump be returned to sigma for eval. To date, sigma has not received the pump. If the pump is returned in the future an eval will be completed and a supplemental report filed.

Event description:
It was reported that when a staff member went to change the tubing on the pump, it alarmed a system error and would not function. The error was caused by a bad sensor. Info provided by the customer indicates that error code 324 (color sensor not recognizing clamp) occurred 4-5 times and that error code 321 (link switch error) had occurred. The event occurred in the oncology/general surgery unit and there was no serious injury or medical intervention required. As of (B)(6) 2011, the pt was fine.